Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular lead due to high superior vena cava coil impedance. The svc coil was inactivated. One day later, a lia was triggered for high right ventricular coil impedance. Lead fracture was suspected. The lead was inactivated, and explant is to be scheduled. No patient complications have been reported as a result of this event.